Manufacturer narrative:
Investigation summary: DHR, quality notification and maintenance analysis were reviewed and no occurrences potentially related to the defect was observed. The sample provided by the customer was evaluated and it was possible observe foreign matter at plunger rod. After the sample evaluation it was possible determine the potential fm origin is a dirt from stopper station. Therefore, the potential cause for the occurrence is an operational failure at machine cleaning. The operators will be notified from this complaint. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that prior to use it was discovered that there was foreign matter inside the syringe with a bd plastipak¿ 20ml syringe luer slip. The following information was provided by the initial reporter, translated from portuguese to english: syringe in sealed package with dark plunger rubber residue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that there was foreign matter inside the syringe with a bd plastipak¿ 20ml syringe luer slip. The following information was provided by the initial reporter, translated from portuguese to english: syringe in sealed package with dark plunger rubber residue.